Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "cotton tip applicators leaving fibers" (foreign material present in device). The customer reported several of the surgeons have mentioned that the cotton tip applicators that come in the custom packs are leaving fibers behind on the eye when they use them. These can become foreign bodies if they aren't noticed and removed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).